Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 430 mg/dl at the time of incident, but was 354 mg/dl at the time of call. The customer did not report any symptoms related to their high readings. The customer had treated with manual injections. The customer did not want to change their infusion set. The customer verified that insulin exited the tubing. The customer was advised to monitor their insulin pump and call back if problems persisted. Nothing was replaced or returned.